Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of a high rate of creatinine, depressed, not eating well, spent much time sleeping, a virus, swelling and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a high rate of creatinine and was evaluated by a nephrologist and "the indication for the patient was hemodialysis." Due to a delivery issue, the patient went for 5 days without dialysis. On an unreported date, the patient experienced peritonitis. Per the patient's wife, it was not related to the lack of dialysis because before the incident, the patient had been depressed, not eating well and spent much time sleeping. The patient had a virus and was recovering when he began to complain of a pain in the belly region. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On an unreported date, the patient received an unspecified treatment. On (B)(6) 2010, unspecified tests were negative for infection. The patient's wife reported that the patient was at home (discharge date not reported) and fine. All events were considered resolved. The patient continued on dialysis without problems.